Event description:
A patient plasma sample was tested for troponin (accu tni) and a result of 0.69ng/ml was obtained initially and 0.74ng/ml upon repeat. The original sample was re-tested several times over the next two days giving accu tni results in the range of 0.00-0.05ng/ml. A second sample (serum) from this patient was tested two days later and a result of 0.01ng/ml was obtained. The results were reported out of the lab. It is unknown if patient treatment was affected in connection with this event.

Manufacturer narrative:
Qc was within established ranges prior to and after the event a system check run in 2009 was passing within instrument specifications. A field service engineer (fse) was dispatched: the fse conducted a diagnostic testing which passed within specifications. The fse checked the instrument performance. The fse proactively replaced several hardware components. The fse performed hardware verification and results passed within published specifications. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.